Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen screen time out will go from 120 seconds to 15-30 seconds over a couple of days. Customer's blood glucose level was 99 mg/dl. Customer declined further troubleshooting with tandem technical support and continued to use the pump for insulin therapy.